Manufacturer narrative:
The explanted products are expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the out-of-range impedance values observed during the implant procedure, but this could not be confirmed during laboratory analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were implanted. The lead was tested on the pacing system analyzer (psa), with normal measurements observed. However, after the pocket was closed and the system was tested with the programmer, the pacing impedance measurement was greater than 3,000 ohms and the shock impedance measurement was greater than 200 ohms. The pocket was reopened. The lead was removed from the device header and was reconnected, but the pacing and shocking impedance values did not improve. To avoid a prolonged troubleshooting time, the lead and device were explanted and replaced. Measurements with the new system were within normal range. No additional adverse patient effects were reported.